Event description:
A baxter field service engineer reported a colleague infusion pump in which the monitor light is constantly on. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device had a preliminary evaluation onsite by a baxter technician. The device will have a complete evaluation performed at a baxter facility; however, the device has not yet been received. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evauation summary: the reported condition of a colleague infusion pump in which the monitor light is on constantly was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be corrosion on the printed circuit board. The printed circuit board was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Should additional information be received, a follow-up medwatch will be submitted.